Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: a number of venlon pros have a valve malfunction allowing blood (or IV fluids if running) to retrogradely leak out via the coloured injection port cap, a 22 or 20g the rate is slow, but it comes pouring out of it 16g.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: a number of venlon pros have a valve malfunction allowing blood (or IV fluids if running) to retrogradely leak out via the coloured injection port cap, a 22 or 20g the rate is slow, but it comes pouring out of it 16g.